Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Martin, a.j., larson, p.s., ziman, n., levesque, n., volz, m., ostrem, j.l., starr, p.a. Deep brain stimulator implantation in a diagnostic MRI suite: infection history over a 10-year period. Journal of neurosurgery. 2016:1-6. Doi: 10.3171/2015.9.jns151699. Summary: the objective of this study was to assess the incidence of postoperative hardware infection following interventional (I)MRI-guided implantation of deep brain stimulation (dbs) electrodes in a diagnostic MRI scanner. Reported events: one (B)(6) patient underwent bilateral deep brain stimulation (dbs) implant in (B)(6) 2010. Ninety-two days later, the patient developed an infection with redness over the implantable neurostimulator (ins) site. The hypothesized origin of the infection was the ins. Cultures showed (B)(6). The patient was initially treated with antibiotics, but this ultimately proved ineffective, and explantation of all hardware was required. The following specific device information was provided: lead model 3389-28 and lead model 3389-40.